Manufacturer narrative:
Evaluation summary: samples were not returned for evaluation. No product serial number and day of treatment was provided, therefore no review of the log file, product history review of the system history could be performed. Since the reporter did not provide contact information, no additional information can be requested. The root cause cannot be determined conclusively due to the lack of information. The manufacturer internal reference number is: (B)(4).

Event description:
In a report received from the regulatory agency, a consumer reported a sequence of events following bilateral lasik surgery. Per the consumer, prior to surgery, the surgeon noted that his/her pupils were larger than usual. Following the surgery, the flap in the right eye was dislocated due to trauma while playing basketball. The flap was re-lifted and irrigated twice, the following day. Consequently, the consumer experienced significant macrostriae, which required sutures. The consumer also reported that vision quality is bad, had loss of visual acuity, subjective loss of contrast, and dry eyes. Additionally, the patient now has pain in the right eye, which he/she described as disabling, as well as psychological symptoms of "anxious and depressive mood, with suicidal thoughts." The patient is being treated with medication for dry eyes. The consumer did not provide contact information; therefore, no further information can be obtained. There are two medical device reports associated with this event. This report is for the right eye.